Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the reported events (ischemic bowel and patient outcome) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The center reported that the patient expired due to ischemic bowel on (B)(6) 2019. No alarms were reported for this event. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate 3 lvas, serial number (B)(6) has not been returned for evaluation. The heartmate 3 lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. Cause of expiration was reported to be ischemic bowel. Additional information was requested but not provided.